Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced elevated levels of lactate dehydrogenase. The patient received a heart transplant on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Correction to information reported in h10 of the initial report: the event occurred at semmelweis university, budapest, hungary. Device evaluation: no device related issues were identified through the analysis of the returned pump, and a direct correlation to the reported event could not be conclusively established through this evaluation. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The device was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.